Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 18.0 diopter intraocular lens (iol) was inserted and removed due to posterior capsule (pc) tear when inserting the lens into the eye. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 4/21/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye of the return sample shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.